Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the customer experienced high blood glucose of 423 mg/dl which the doctor treated with insulin. They also reported that the insulin pump alarmed motor error during basal and the information was not logging in correctly. The customer's blood glucose at the time of the alarm is unknown. They were able to clear the alarm and rewind the insulin pump during troubleshooting. The alarm history showed multiple motor error alarms. It was advised that the insulin pump will need to be replaced and to revert to back-up plan. The insulin pump will be returned for analysis.